Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Due to the patient having implantable neurostimulators, it was unknown which one of the patient's devices was in use at the time brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2020 brand name intellis; product ID 97715 (serial: (B)(6)); implant date: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they were having problem charging the one for their upper body stimulator. The patient said they were trying to charge their implantable neurostimulator (ins), but they were getting system problem rm03 message. The patient said the recharger was becoming very hot when recharging their ins. The patient don't have the recharger during the time of call. The patient will call back to request for a replacement.